Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation. The device failed a test step during testing and an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issues.